Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a physical evaluation of the complaint device could not be completed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause is anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was implanted during a prolapse repair procedure performed in (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient experienced vaginal mesh exposure. Outpatient mesh excision was performed under local anesthesia.